Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this episode review identified events with appropriate therapy and some with inappropriate therapy. Reprogramming was performed and a holter monitor was suggested as the origin of the arrhythmia could not be confirmed. The patient received three inappropriate shocks approximately three years later. Undersensing was observed following the first and second shocks. Additionally, oversensing of low amplitude measurements were noted. A boston scientific technical services consultant discussed programming options and obtaining an x-ray to determine if the device or electrode have migrated. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this episode review identified events with appropriate therapy and some with inappropriate therapy. Reprogramming was performed and a holter monitor was suggested as the origin of the arrhythmia could not be confirmed. The patient received three inappropriate shocks approximately three years later. Undersensing was observed following the first and second shocks. Additionally, oversensing of low amplitude measurements were noted. A boston scientific technical services consultant discussed programming options and obtaining an x-ray to determine if the device or electrode have migrated. No adverse patient effects were reported. It was reported that this patient was brought into the clinic to evaluate different sensing vectors. Automatic setup was performed and the device only passed in one of the three vectors which was not the vector that was permanently selected. The physician elected to change the vector to what the device chose and the r-wave to t-wave ratio became better in this new configuration. The patient received another inappropriate shock approximately three weeks after device reprogramming. A decrease in r-wave measurements and myopotential noise were oversensed resulting in the inappropriate shock. X-ray was performed and it is likely that the device is moving anteriorly. A boston scientific technical services consultant documented and discussed the clinical observations. No adverse patient effects were reported.